Event description:
Related to MFR report 2183959-2014-00180. It was reported that following the implantation of an elevate posterior, the patient "felt pain (dyspareunia)." "During examination surgeon found out that area around eyelets (only anterior mesh arms) was hurting." It was indicated that a revision operation occurred on (B)(6) 2014 with the "removal of tissue with eyelets (only anterior arms)." It was indicated that the "patient is happy now. Pop results are still fantastic. It must be a case of fibromyalgia (growth of fibrous tissue + muscle cells + innervations)." No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
Implanted in 2013. Implanted in 2012.